Event description:
I received the essure small metal tubes in my fallopian tubes. My physician informed me that I would have no problem with them. She talked about all the wonderful results of this product including the fact that I would not have to go under the knife like with tubal ligation. Well, immediately after the essure were placed in my body, I had reactions. I felt terrible and started to feel pains all over. I contacted the doctor who told me that I had the flu. I told her that something was very wrong in my body. I am allergic to nickel which is what the problem was. I had to get a hysterectomy in order to get the small metal coils out. I was left with only a right ovary. I had experienced blue cell necrosis. In order words as I understand it, the cells around the coils were dead due to the nickel being on them. This experience was very traumatic for me. My doctor went on vacation right after my surgery and has not spoken to me about it. I believe that she was not experienced enough with pts who had reactions to this product. I feel like I was butchered. If she got money as I suspect many of the physicians did to push this product, it should be a crime because I simply do not understand how no one caught this problem. The doctor also ran antibiotics through my entire body because she wanted to be sure that all the infection was gone. It was a very terrible experience. They claimed that I had endometriosis which was totally not true. I never had any problems with my female organs at all. I simply wanted a birth control method that did not require surgery. I trusted my doctor who sold me a bag of bad goods.